Event description:
It was reported that pacemaker interrogation post operatively showed lead impedance was high. The physician reopened to verify the lead connection and the patient's heart rate started to decrease and the patient became asystolic. The leads were transferred to the analyzer for pacing and the device was replaced using the same leads. No further patient complications have been reported as a result of this event.

Event description:
It was reported that pacemaker interrogation post operatively showed lead impedance was high. The physician reopened to verify the lead connection and the patient's heart rate started to decrease and the patient became asystolic. The leads were transferred to the analyzer for pacing and the device was replaced using the same leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.